Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and alternative wall adapters and cables. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, received instructions to place pump into storage mode before return, and was advised to program pump settings and reconnect continuous glucose monitor on replacement pump that was arranged under warranty, with problematic pump to be returned using pre-paid label within 10 days.